Event description:
It was reported that a pump declared an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose level at the time was 144 mg/dl, which is within the normal range. The customer's insulin was initially suspended due to the alarm, but technical support guided the customer to remove obstructions from the pump's speaker holes, clean them, and subsequently reconnect the cartridge. After waiting for the advised period, insulin was resumed successfully, and the alarm did not recur. The pump returned to normal operation, and the customer received tips on preventing future altitude alarms.